Manufacturer narrative:
(B)(4). Additional information: h6. Additional h3 investigation summary: one open box with eleven closed samples of product code w9780, lot lh7ckzn was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of eleven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code w9780 lot lh7ckzn, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle and suture detached too easily. There were no adverse patient consequences reported.